Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to an unspecified reading obtained on the adc meter. The customer noted a vertically downward/upward trend arrow which indicates rapidly declining/rising glucose level (more than 2 mg/dl per minute). It is unknown if the customer experienced any clinical symptoms but self-treated with glucose. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 60 mg/dl, 400 mg/dl was compared to a blood glucose test performed on the adc meter with a result of 30 mg/dl, 310 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was 4 days. However, it is unknown when these readings were obtained in relation to the reported medical event.